Event description:
It was reported that the insulin pump gave several motor error and no delivery alarms. A replacement insulin pump was requested. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No motor error alarm was noted. The motor passed the motor test. Unable to perform the excessive no delivery test due to the prime anomaly. The unit had a scratched lcd window and cracks on the display window corners, battery tube threads and reservoir tube, as well as a broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.